Manufacturer narrative:
Batch review performed on 26 july 2017. (B)(4).

Event description:
Revision surgery due to infection. A wash-out of the hip joint was planned, however, during the procedure the surgeon decided to change the femoral head. Infection only, not an implant failure. Implant not available. Pathogen not available.